Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.